Event description:
Reporting status: serious injury/medical intervention. Reporting status: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient had coronary artery disease, increasing angina, and severe hypertension. During the index procedure, the patient received three promus stents (unknown part/lot numbers) in the proximal-mid left anterior descending (lad) and another company's stent was implanted in the circumflex. Reportedly, during the procedure the patient experienced atrial-fibrillation and elevated blood pressure, which were treated with medication. Later the day, the patient experienced chest pain and st-segment elevation. Stent thrombosis was identified in both the lad and the circumflex, so the patient was brought back for additional ptci. Another company's catheter delivery system was used to administer reopro in both the lad and the circumflex. A 3.0x12 mm stent was implanted into the lad and a 3.0x18 mm vision stent was implanted into the circumflex. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The other two promus everolimus eluting coronary stent systems are being filed under the same MFR number.